Event description:
Customer reported that they woke up in the morning with a low reservoir alarm and stated that the insulin pump froze when attempting to rewind. Customer replaced the batteries and received a battery out limit alarm and stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 144 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.